Event description:
It was reported that the patient experienced two bent cannula events, which led to hyperglycemia with ketones and headache, for which the patient was in the emergency room all day and was treated with intravenous insulin on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.